Event description:
It was reported that on (B)(6) approximately 1:00 am, ems was on scene of a motor vehicle collision. The ems tech attempted to use the ez-io to drill the patient in the left proximal tibia. The needle went in fine, but when they attempted to pull the stylet out, it was stuck in the needle. They attempted to twist the hub off only turned the needle and it would not release. Multiple attempts were made to remove the needle with no success. Ems ended up inserting on right proximal tibia and was successful. The blue 25mm size needle was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed because no sample was returned for evaluation. A review of manufacturing records could not be performed because no serial number was reported by the customer. Based on the information provided and without a sample, a cause could not be determined. No further action will be taken.